Event description:
The disposable loading unit was used with an instrument during a vaginal hysterectomy procedure. The staples did not lock. The surgeon manually sutured to complete the procedure. No pt injury reported.